Manufacturer narrative:
As of today, this product has not been returned. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that an infection of the system was discovered approximately a month and a half following implant during routine visit. The device was subsequently explanted and the lead was surgically abandoned. Neither will be returned. The system was not replaced at this time.